Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the ground pin on the power cord was broken off. The unit had been plugged into an outlet in the hallway as a standby unit. It was not used for a case. The ground pin was found to be missing when the perfusionist unplugged the unit. He checked the outlet and could not locate the pin. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.